Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported with the use of the bd vacutainer sst blood collection tubes foreign matter in tube; biological and non-biological. The following information was provided by the initial reporter: the customer stated "the tube is contaminated. We found a contaminant in one of the red/sst tubes."

Event description:
It was reported with the use of the bd vacutainer® sst¿ blood collection tubes foreign matter in tube; biological and non-biological. The following information was provided by the initial reporter: the customer stated "the tube is contaminated. We found a contaminant in one of the red/sst tubes."

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 1 photo was provided by the customer for investigation. The photos were reviewed and the indicated failure mode for foreign matter with the incident lot was observed. The fm in the tube appears to be a piece of a chopped stopper suggesting trim issues with the rubber stopper. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd initiated CAPA#796739 relating to this issue and have identified potential root cause(s) and corrective actions.